Manufacturer narrative:
Additional information: patient was involved- added to section b5 and h6. Device evaluation- the device was returned for evaluation. The functional testing of the device showed the device met with specifications. The reported issue could not be duplicated during testing.

Event description:
Issue occurred during set up with patient. No adverse effects reported.

Event description:
Information was received indicating that a smiths medical pneupac parapac plus ventilator was intermittently cycling. There were no reported adverse effects.